Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they had issues with priming rewind. The customer states insulin was squirting out during manual prime. The customer's blood glucose level was 400 mg/dl. Troubleshoot as conducted. The customer's pump was set up and was responding.